Event description:
It was reported that this ventricular lead dislodged post implant procedure, and exhibited low, out of range impedances of less than 200 ohms. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.